Manufacturer narrative:
G4: 12feb2020 b4: (B)(6)2020. Blower assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, the reported issue was unable to be duplicated and no faults were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 25nov2019. Date of report: 03dec2019. The device was evaluated by the field service engineer and the reported issue was unable to be duplicated. The field service engineer replaced the blower, lithium ion battery, cooling fan, and tubing kit to prevent recurrence. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30oct2019.

Event description:
The customer reported that there was a vent alarm on high temperature. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.